Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Multiple attempts were made by tandem technical support to address the issue, however no response was received. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.